Manufacturer narrative:
Product received date: 2/6/2026. One used device was returned for investigation. During visual inspection, there were no defects or anomalies noted. An ICU medical provided male luer was connected to each microclave and leak tested. There was no leakage or issues in connecting to each microclave. The male luer was measured and found to meet iso standards. The reported complaint was unable to be replicated or confirmed. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
The device is expected to be received for evaluation; however, it has not yet been returned. B3 - date of event is unknown; the first date of the month reported has been used as a placeholder.

Event description:
The event involved a 5" smallbore quadfuse ext set w/4 microclave® clear (red, green, yellow rings), 4 clamps, rotating luer where the customer reported that the nurse assisted patient up and out of bed. When the patient stood up, the quad attachment that was on the purple lumen was found on the floor where cardiac medications were infusing through this port with maintenance intravenous fluids (mivf). The customer stated, "drips were stopped, and pharmacy was called to make gtts stat." The patient's vitals were stable and did not have any change in condition. There was patient involvement, but harm was not reported as a consequence of this event.